Manufacturer narrative:
Investigation summary: ppae(vasovagal reaction/major bleed): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
58-year-old male with history of coronary artery disease, hypertension, hyperlipidemia and type 2 diabetes presented with st-elevation myocardial infarction and underwent percutaneous coronary intervention to left anterior descending artery with intra-aortic balloon pump placement. On (B)(6), they were escalated to impella 5.5 via right axillary artery. On (B)(6) there is a vasovagal episode noted and on (B)(6) and a gi bleed noted leading them to pause heparin. On (B)(6), they were diagnosed with an unrelated lv pseudoaneurysm so pci deferred for elective operative repair. On (B)(6), there was device repositioning (not associated with alarm) noted and on (B)(6) impella 5.5 weaned and explanted without incident.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.